Event description:
During follow-up for a potential end of service patient, it was identified that the patient had passed away. A review of the manufacturing records for the patient's implanted generator passed all quality inspections prior to release for distribution. A review of the available programming history showed that the device was working after the initial implant and was expected to still be providing stimulation at the time of the patient's passing. No additional relevant information has been received to date.

Event description:
Additional information was received from the patient's funeral home indicating that the device had likely been discarded after the patient's passing if not buried with him and would not be available for return.